Event description:
The pt's nurses were using a pal device to get them out of bed at their nursing home. Pt's feet must have slipped off the board and pt fractured both bilateral lower legs. Pt also had a laceration to leg. The medical examiner is evaluating this death to determine if the fractures are related to death.